Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On 12-26-2023, the patient¿s cgm was reading 65 mg/dl and the patient¿s bg meter reading was reading 20 mg/dl. The patient was experiencing dizziness, slurred speech, and "almost collapsed" (presyncope). The patient¿s sister called an ambulance. Emergency medical service (ems) arrived and transported the patient to the hospital. The patient was treated with a ¿glucose stick¿, two glasses of juice, and candies. The patient was hospitalized for four days. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0131 (speech disorder).